Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to insert could not be determined. A conclusive cause for the reported patient effects could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that two proglide sutures were successfully placed in the left common femoral artery (lcfa) using the preclose technique prior to an interventional procedure to insert an impella device in the heart. The sheath was upsized to 14fr and the procedure was completed. Hemostasis was achieved in the lcfa using the pre-placed sutures of the proglide devices. It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with a 7fr sheath after the impella procedure. Reportedly, the proglide could not be advanced in the rcfa as the device and the guide wire would "buckle". Manual arterial compression was applied to achieve hemostasis. The patient's blood pressure dropped and the patient expired. The physician reported the proglide was not a direct contributor to the end result. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.